Manufacturer narrative:
The fractured instruments have not been returned for evaluation. A review of the device history records revealed no irregularities. The instruments were properly manufactured and released in accordance with the device master record. Additionally, the leucadia locking nut driver (it-sd1009) is a single use instrument intended to be utilized during the final tightening process at the time of implantation. The surgical technique (lit-84512) provides direction as to alternative instrumentation for revision and extraction procedures.

Event description:
Both drivers broke at the distal tip while attempting to remove a set screw during hardware removal procedure. The fragments/broken tips were able to be removed from inside the set screw. Nothing was left in the patient.